Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error- per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred after exposed to an x-ray. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support was unable to troubleshoot further with the customer. Tandem technical support attempted to obtain additional information regarding the event; however, no response was received from the customer.